Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The caller thought the customer might have elevated blood glucose levels due to feeling sick, but this was not verified as no measurements were taken, so it remained unknown if there was any adverse impact on blood glucose levels. Technical support guided the customer through resetting the pump, resolving the malfunction. The customer was informed they could continue using the pump and advised to contact support if the issue reoccurred, which the customer understood and acknowledged.